Manufacturer narrative:
This report is submitted september 24, 2018.

Event description:
Per the clinic, the patient experienced pain at the implant site, tinnitus symptoms and lack of clinical benefit with device use. Subsequently, the patient was hospitalised and administered oral antibiotics. The patient is being clinically managed by the health care provider.